Manufacturer narrative:
Initial lot history investigation has been conducted with no manufacturing issues noted that may have contributed to the complaint. To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. We are currently awaiting the return of the wire involved in the complaint. We will then schedule sem analysis and complete our evaluation. We will submit a follow up report upon completion of investigation.

Event description:
The complaint text was received as follows: "doctor reported that during the procedure, the guide wire has crossed the lesion, but at repositioning this guide, the tip got fractured (showed by fluoroscopy), but the tip was not totally separated from the wire body. After the withdrawal, doctor had confirmed that this guide has presented the fractured tip, which was ruptured just after its withdrawal off the introducer."